Manufacturer narrative:
The biomedical engineer reported that the multigas unit intermittently stops reading the gases. It will stop reading the gases at any moment. They have replaced the water trap and has ensured that it warms up for at least an hour before use. The biomed replaced it with another unit and that one is working without any issues. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the gas unit: bedside monitor, model: bsm-1733a, sn: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit intermittently stops reading the gases. It will stop reading the gases at any moment. They have replaced the water trap and has ensured that it warms up for at least an hour before use. The biomed replaced it with another unit and that one is working without any issues. No patient harm reported.

Event description:
The biomedical engineer reported that the multigas unit intermittently stops reading the gases. It will stop reading the gases at any moment. They have replaced the water trap and has ensured that it warms up for at least an hour before use. The biomed replaced it with another unit and that one is working without any issues. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit intermittently stoped reading the gases. The customer stated that they had replaced the water trap and ensured the device was warmed up for at least an hour before use. The multigas unit was sent to nka for evaluation. The bedside monitor (bsm 1733a, s/n: (B)(6) that the multigas unit was in use with was not sent to nka for evaluation. Service requested / performed: repair/evaluation. Investigation summary: nka repair center evaluated the device. The reported issue could not be duplicated. Attempts were made to contact the customer for additional information on 05/07/2021 and 05/11/2021. The customer did not provide the requested information, but to reiterate, the issue was intermittent readings between 8/25/2020 and 9/16/2020. Due to insufficient information provided, the root cause of the reported issue could not be determined. The overall risk score is medium. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional model information: d10: concomitant medical device: the following device was being used in conjunction with the multigas unit. Bedside monitor model: bsm-1733a sn: (B)(6) additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.